Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of dyspnea, mitraclip device emboli and endocarditis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: endocarditis after interventional repair of the mitral valve: review of a dilemma.

Event description:
This is filed to report endocarditis and embolism. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the article titled, endocarditis after interventional repair of the mitral valve: review of a dilemma. The fourth patient presented with dyspnea and weak popliteal pulse 14 months after mitraclip implantation. Angiography confirmed a blocked left popliteal artery. Echocardiography showed a highly mobile mass attached to the mitral valve. Positive for streptococcus and antibiotic therapy was initiated. The patient remains under observation with serial echocardiograms. No further follow-up date was reported. No additional information was reported.